Manufacturer narrative:
(B)(4). Batch # t5aw9j. The following information was requested, but unavailable: can you please follow-up to determine, when "one of the staple lines fell off", if there were malformed or unformed staples seen in the tissue? Or if the device did not deliver a complete staple line (missing staples)? If yes, did the device deliver a complete cut line? Device evaluation summary: the analysis results showed that the cs40b device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was that during a colon resection procedure, the contour stapler was fired without difficulty. After removal, one of the staple lines fell off. More detail is needed, and I will follow up. There were no patient consequences reported.